Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient experienced an infection (site unknown), treatment unknown). The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.